Manufacturer narrative:
(B)(4). At the time of the second procedure, the patient had complaints of shortness of breath and echocardiogram noted that the mitral valve mitraclip was well attached to both leaflets; however, the mr had increased from grade 1 to 3. Per physician, the recurrent mr was not related to the implanted clip, but was related to disease progression. Two additional clips were implanted on the mitral valve, reducing the mr from grade 3 to less than 1. During the procedure, the patients oxygen (o2) saturation level was in the 60s and it was noted that the atrial-septal puncture had not healed from the first procedure. After the procedure, o2 saturation level increased to the 90s. The atrial septal defect (asd) was left open. The patient will be monitored and a possible asd closure device may be placed if the asd does not heal on its own. No additional information was provided. Lab data (continued): (B)(6) 2018: pre procedure echocardiogram = tr grade 5; (B)(6) 2018: post procedure echocardiogram = tr grade 1; (B)(6) 2018: pre procedure echocardiogram = mr grade 3; (B)(6) 2018: post procedure echocardiogram = mr <1. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment in the tricuspid valve. It was reported that on (B)(6) 2018 a mitraclip procedure was performed to treat both degenerative mitral regurgitation (mr) and tricuspid regurgitation (tr). The leaflets were thin. One clip was implanted in the mitral valve, reducing mr from grade 4 to 1. One clip was then implanted in the tricuspid valve reducing tr from grade 5 to 1. A 30-day follow up transthoracic echocardiogram was performed and noted the clip was detached from the posterior tricuspid leaflet (a single leaflet device attachment-slda). Tr increased to grade 3-4. The patient was asymptomatic and was doing well. Per physician, the slda is likely due to the thin leaflets. The patient was re-hospitalized on (B)(6) 2018 for a second mitraclip procedure. Tr had increased to grade 5. Four additional clips were implanted on the tricuspid valve to reduce tr and stabilize the slda clip. Tr was reduced to grade 1.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy (thin leaflets). The mitraclip device was used to treat tricuspid regurgitation. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU): the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. In this case, the device was used for a tricuspid valve procedure. However, the off-label use did not likely contribute to the (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.